Event description:
A malfunction alarm occurred with the customer's pump, which displayed malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer agreed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.